Event description:
Wrong energy used for dose calculation. The customer reports that the 3d dose max value was different after a copy, paste and recalculation was performed for a patient plan. They stated that both fields within the plan had different mu's. No serious injury or misadministration was reported.

Manufacturer narrative:
This is a known and previously reported issue that is currently under investigation. Although there was no reported injury in this case, the available information suggests a possible malfunction of the device. Though still under investigation, varian has determined that a MDR is appropriate as this possible malfunction, should it recur, could potentially cause serious injury. Additional follow-up to this MDR is expected upon completion of the investigation.